Event description:
It was reported that the pump exhibited an upstream alarm. No patient injury was reported.

Manufacturer narrative:
B3 unknown, d4: UDI (B)(4), g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed minor scratches to the lcd lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue of upstream alarm was not duplicated, however the downstream occlusion sensor did not surpass above 1700 mv. The cause of the reported upstream alarm issue was unknown, however the cause of the downstream occlusion sensor issue was due to the off center sensor underneath the bezel. As a result, the downstream occlusion sensor was replaced as a preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.